Event description:
The customer reported via phone call that they experienced high blood glucose level and blank display. The customer¿s blood glucose level was 576 mg/dl at the time of the incident. The batteries were change but the display did not return. After the battery compartment was swab then the display returned. The were able to clear all the alarms. The insulin pump will not returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.